Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports a pt developed a nose bleed about half way through the procedure. Pt also developed rigors and could not be given benadryl due to known allergy. Doctor is uncertain what caused the nose bleed/rigors. Pt is currently doing well with reduced pain/swelling.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.